Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed multiple call service alarms on 10/30/2013. The pump rewind, load, and prime steps were not able be performed due to a call service alarm on the load step. Additional tests were not able to be completed due to the occurrence of call service alarms. The pump was opened and the internal motor assembly flex was damaged. Unrelated to the complaint, evaluation revealed a cracked battery compartment.